Event description:
It was reported that this device became entrapped on the guidewire. This 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure for a stenosed and calcified superficial femoral artery. During the procedure, the first pass with blades down worked appropriately. However, during the second pass with blades up, the catheter could not be removed via the non-boston scientific guidewire. The catheter and guidewire were removed together. The procedure was completed with a ranger balloon, and there were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.1mm jetstream xc atherectomy catheter was returned with a non-compatible filter wire in the device. The device and the catheter shaft were analyzed for damage. Visual examination showed no shaft damage. The guidewire was attempted to be removed; however, could not be removed. The guidewire was sticking out of the distal end approximately 9.5cm; and from the proximal end of the pod 154.5cm. It was noticed that the tip of the device was run over the spring tip of the guidewire. The device was set up per the instructions for use and the device primed and ran as designed. Inspection of the remainder of the device revealed no damage or irregularities. Analysis of the device confirmed the reported guidewire sticking due to the non-compatible guidewire used.

Event description:
It was reported that this device became entrapped on the guidewire. This 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure for a stenosed and calcified superficial femoral artery. During the procedure, the first pass with blades down worked appropriately. However, during the second pass with blades up, the catheter could not be removed via the non-boston scientific guidewire. The catheter and guidewire were removed together. The procedure was completed with a ranger balloon, and there were no patient complications.